Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out procedure, the right ventricular lead exhibited noise and loss of sensing. The lead was explanted and replaced. The patient was in good condition post operation.